Event description:
It was reported that the ilet displayed alert 41 during a supply change, and repeated restarts did not resolve the malfunction, consistent with an insulin shaft rewind error and an insulin absolute range error; the user was on a detach 23-inch infusion set, and replacement supplies were provided with troubleshooting and education. Symptoms included hyperglycemia with a reported peak of 200 mg/dl for about one hour, without ketone testing, backup therapy, professional intervention, or other acute health effects. Outcomes included no hospitalization, no medical assistance, and no long-term health impact. Investigation included device data review, user interview, and technical assessment of the alarm condition. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.